Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. 510k number not provided as the model number is unknown.

Event description:
It was reported that a patient was undergoing an implant of a sapien xt thv. The patient became unstable and required a coronary artery bypass graft. The decision was made to explant the sapien xt valve. Upon explant, the surgeon noted a perforation of the pulmonary artery. A balloon tipped swan-ganz catheter had been used during the procedure. Per the surgeon, this was a very sick patient with poor heart quality. Upon completion of the procedures, the patient was transferred from the operating room to the ICU with a stable systolic blood pressure in the 90's.